Event description:
It was reported that the video system center image had blackout. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.